Event description:
It was reported that inappropriate high-voltage (hv) therapy and anti-tachycardia pacing (atp) were delivered by the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.